Event description:
It was reported that during an unknown procedure, could not fire successfully. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Articulation gear teeth the analysis showed that the atg45 device was received with the articulation mechanism damaged. The device was received with a cartridge loaded in the device; the cartridge was received fully fired and with the spring cartridge lockout damaged. The returned device was tested for functionality with a test cartridge on the 3 articulated positions; when fire in the right position the staple formation was conforming; when fired to the left and center the staples were malformed due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken. It is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.